Event description:
It was reported that (B)(6) 2026, a 8-6mm amplatzer pda duct occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During the procedure, while implanting, it was noted that the delivery screw of the device was not properly aligned. The physician attempted multiple times, but the issue was persistent. It was also reported that both the delivery system and the occluder came in contact with the patient. Therefore, the procedure was completed using a 10-8mm amplatzer pda duct occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of a material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported material deformation could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Corrected sections: d1 - brand name. D2a - common device name. D2b - procode. D4 - model #. D4 - lot #. D4 - catalog #. D4 - expiration date. D4 - primary UDI number. H4 - device MFR date.

Event description:
N/a.